Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13357669 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No non-conformance records or excursions were found for lot 13357669. (B)(4) delivery tube subassembly lot 13350410 was reviewed and no issues were noted that were considered potentially related to the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results. Maintenance and calibration records are not required since it passed verification. Additional follow-up will be submitted within 30 days of receipt.

Event description:
During the procedure, the coil did not come out of the delivery tube. Second attempt to re-sheath was done.